Manufacturer narrative:
Philips service replaced the defective converter 8e velara and restored the device to operational condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was down and fluoroscopy failed with distorted image on a allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.